Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop ear infections and hearing loss. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop ear infections and hearing loss. The patient was prescribed antibiotics in response to the reported event. The reported event and its severity were reviewed by the manufacturer's clinical expert. The reported events are assessed as serious injuries but not related to the device. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report. In the previous report, section h10, additional manufacturer narrative, was marked incorrectly, which has been corrected / updated in this report.